Event description:
Sorin group (B)(4) received a report that the cardioplegia control was not displayed on the control panel of the s5 system during set-up. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the cardioplegia control was not displayed on the control panel of the s5 system during set-up. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.